Event description:
It was reported that the user experienced difficulty pairing a dexcom g6 sensor to the ilet, while the sensor successfully paired with the dexcom mobile app. Outcomes included no reported clinical symptoms and no need for medical intervention. Investigation included user interview and troubleshooting assistance, during which the cgm type was toggled between g7 and g6, and the correct sensor pairing code and transmitter serial number were verified and re-entered. The user was advised that pairing could take up to 15¿30 minutes and to call back if the sensor did not connect. Investigation of this case revealed no malfunction of the ilet device and indicated that the event was consistent with transient cgm pairing and connectivity behavior rather than a device or component failure.